Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex (lcx). Predilatation was performed with an unspecified 3.0x12mm balloon. An attempt was made to advance a taxus liberte' 3.50x16mm stent across the lesion but was unsuccessful. The device was removed outside the pt and it was noticed the distal stent struts were flared. The procedure was completed with another device and the pt status was reported as "good". No pt complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).